Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17681745 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the patient was hospitalized because of pain. An angiography revealed that more than 80% of the right middle and far segments of the right coronary artery were narrowed and required a percutaneous coronary intervention (pci). During the pci while using 6f .070 jl3.5 100cm 5 guide catheter, it was found that there was a breakage in the tip and another guide catheter was used to complete the operation. The patient was male with a previous history of coronary artery disease and previously implanted stents. There was resistance met while advancing the device. There was no excessive torquing required. Resistance was met while advancing the device over the guidewire. The device kinked in the area of separation. Resistance was met while withdrawing the device. The device was in the patient when it separated. The separation was not in two or more pieces. The segment was retrieved together with guiding. The patient is doing well. Additional procedural details were requested but are unknown.

Manufacturer narrative:
Additional information was received that indicated that the device malfunction was a kink in the device. We evaluated the event and we do not consider this event reportable. Should we receive any additional information that changes our reporting decision we will file a report.

Event description:
As reported, the patient was hospitalized because of pain. An angiography revealed that more than 80% of the right middle and far segments of the right coronary artery were narrowed and required a percutaneous coronary intervention (pci). During the pci while using 6f .070 jl3.5 100cm 5 guide catheter, it was found that there was a breakage in the tip and another guide catheter was used to complete the operation. The patient was male with a previous history of coronary artery disease and previously implanted stents. There was resistance met while advancing the device. There was no excessive torquing required. Resistance was met while advancing the device over the guidewire. The device kinked in the area of separation. Resistance was met while withdrawing the device. The device was in the patient when it separated. The separation was not in two or more pieces. The segment was retrieved together with guiding. The patient is doing well. Additional procedural details were requested but are unknown. Additional information received 07/23/18 just the tip of the catheter was kinked.